Event description:
It was reported that the physician opted to perform a defibrillation threshold (dft) test in conjunction with the patient taking amiodarone. During testing, it was found that while the right ventricular (rv) lead was programmed in the triad configuration, the shock impedance measurement measured greater than 200 ohms, but when programmed in rv to can configuration, impedance was 88 ohms, within range for this lead. A 21 joule shock was delivered and converted the arrhythmia successfully in the rv to can configuration, yielding a shock impedance measurement of 78 ohms. Subsequently, the device was reprogrammed and the plan is to continue to monitor the lead at this time. No additional adverse patient effects were reported.